Event description:
It was reported to gore that the gore suture passer tip broke off and remained in the pt. Gore has made the decision to report this incident because it is seen as a potential for injury to the pt from leaving the tip inside.

Manufacturer narrative:
The investigation is currently underway.